Event description:
During the procedure, the tubing connected to the venous blood bag inlet detached from the bag. The tubing was reinserted until the set was replaced. Blood loss was estimated at 300 to 350 cc. However, there was no pt deteriment and no medical intervention was required to compensate for the blood loss.